Event description:
It was reported that the patient with this pacemaker had exhibited infection. Reportedly, the wound was reopened due to hematoma. A revision was performed and the pacemaker, along with the right ventricular lead and right atrial lead were explanted. This pacemaker will not be returned for analysis. No additional adverse patient effects were reported.